Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the roller pump fan made a grinding noise. No other details regarding the event were provided. There was no reported adverse consequences to a patient as a result of this event.